Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Event description:
On (B)(4) 2013, it was reported that on (B)(6) 2013 the patient's blood glucose level was 138 mg/dl at 10:00am. At 4:30am on (B)(6) 2013, the patient's blood glucose level was 368 mg/dl and the patient felt sick. The patient stated that with the infusion set disconnected the insulin comes out of the transfer set. She stated that the device should have provided an alert for e4 (occlusion error), but it did not. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was requested to be returned for product evaluation.

Manufacturer narrative:
The delivery accuracy of the insulin pump was tested within the pump drive test on the diagnostic test system and meets the specifications. The technical investigation gave no evidence that the device did cause or contribute to the condition reported by the patient.